Manufacturer narrative:
(B)(4). Review of CT¿s and 3d film report 11 years post-implant revealed that an aneurx stent graft system was implanted in the patient. The bifurcate was positioned 11 ¿ 13 mm below the lowest left renal artery, and the stent graft proximal od measured 29mm. The neck and aortic body were essentially straight. The max diameter aaa measured 6cm; no clear endoleak was seen within the sac. The ipsi limb and extensions were placed distally into the right external iliac artery; the right internal iliac had been coiled. The contra limb and extension were positioned within the aneurysmal left common iliac artery. Contrast was seen outside the distal left/contra limb; there was no distal stent graft apposition within the iliac artery. The distal limb od measured 21mm, and the left iliac artery at that location measured 29mm. Both limbs were patent. No other stent graft issues were observed. The likely cause of the endoleak seen within the left common iliac was due to lack of stent graft apposition within the aneurysmal left iliac artery. It is also possible that this endoleak is pressurizing the aaa. Earlier post-implant films were not available for comparison. The endoleak may be due to disease progression; iliac artery dilatation.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that an eleven year follow CT showed there was a type ib endoleak. The physician stated the cause of the endoleak is unknown. The patient will be monitored. No clinical sequelae were reported.